Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite gravity set was kinked.the following information was received by the initial reporter with the verbatim:"you can see where some of them are crimped where the tubing meets the plastic piece and limits the flow of the fluids. The lot number we have stocked is (10) 23069352".

Event description:
No additional information.

Manufacturer narrative:
Investigation results: no product or photo was returned by the customer. The customer complaint of tubing kinked could not be verified due to the product not being returned for failure investigation. A device history record review for material# 10802688 and lot# 23069352 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 26june2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.